Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver's buttons would not respond. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customers complaint. A global receiver functional test was performed on the receiver and resulted in no failures related to the customers complaint. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to multiple firmware errors. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.